Event description:
Pre-op diagnostics were noted to be normal. The explanted generator still has not been received to date. No further relevant information has been received to date.

Event description:
The patient had been referred for replacement for unknown reason. She then reported that she didn't think her vns was working as she had an increase in little seizures. The generator was replaced prophylactically. The explanted generator has not been received to date. No further relevant information has been received to date.